Manufacturer narrative:
One actual device and one companion sample were received for evaluation. A visual inspection was performed on the companion sample. All components are correctly placed and according to the specification. No visual defect was observed. The sample was functionally tested, and no leaks or blockages were noted in the set. Iso gauge testing was performed on the sample and the results were satisfactory. The reported condition was not verified. A visual inspection was performed on the actual sample. The sample was connected to hickman set, and it was confirmed that the connection was difficult to disconnect, however, with enough force it was able to disconnect. In addition, all components are correctly placed and according to the specification. The two-piece luer lock assembly was damaged and could be generated by user¿s force with a tool trying to disconnect the sets. The sample was functionally tested, and no leaks or blockages were noted in the sets. Iso gauge testing was performed on the sample and no issues were noted. Due to the condition of the actual sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause could be due to the user¿s force. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient was receiving a stem cell transfusion with a clearlink blood recipient set. The tubing of the clearlink set was connected directly to the hub of the patient's double lumen hickman catheter. After the stem cell transfusion was completed, the nurse attempted to disconnect the tubing from the hickman catheter line; however, was unable to do so "due to the tubing breaking". The nurse was unable to untwist the tubing and the removal of the tubing was unsuccessful. Another healthcare professional attempted to untwist the tubing and was unsuccessful. As a result, the patient had to have an "additional procedure" to replace the hickman line. No additional information is available.